Manufacturer narrative:
As reported in a research article, feasibility and safety of percutaneous device closure of patent ductus arteriosus in preterm neonates. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature review: feasibility and safety of percutaneous device closure of patent ductus arteriosus in preterm neonates: experience from a single center in northern india.

Event description:
The article, "feasibility and safety of percutaneous device closure of patent ductus arteriosus in preterm neonates: experience from a single center in northern india", was reviewed. The article presented a case study of a 41-day-old, 950g patient with comorbidities positive pressure ventilation given at birth, respiratory distress syndrome, culture-positive sepsis, bronchopulmonary dysplasia-iii, tracheostomized. It was reported that on an unknown date, a 5-2mm amplatzer piccolo occluder was chosen for patent ductus arteriosus (pda) closure. The pda diameter was 3.8mm and the length was 6mm. Post-procedure, the patient developed shock which resolved in 24 hours. No treatment or intervention was reported. The patient was reported to have passed away at 11 months corrected age due to unexplained seizures. [The primary and corresponding author was ankit verma, division of neonatology, department of pediatrics, all india institute of medical sciences, new delhi 110029, india, with corresponding email: ankitverma0486@gmail.com]